Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using lifestream. During procedure, the stent could not be advanced into the sheath and the covered stent detached directly from the introducer/balloon during insertion into the sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The pro code and 510 k number for the lifestream balloon expandable vascular covered stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.